Manufacturer narrative:
(B)(4). P-cap, reservoir locks properly into place. Insulin pump passed displacement test, rewind test, prime, seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. However, insulin pump failed sleep current measurement and detail trace displays charge, battery lasts less than expected. Insulin pump was properly tested with test electrical board and passed sleep current measurement. Battery, power anomaly problem is isolated to electrical board. Insulin pump received with pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had corroded battery compartment, but it was working. No harm requiring medical intervention was reported. The device will be returned for analysis.